Event description:
It was reported that dissection occurred. Vascular access was obtained utilizing a contralateral approach. The target lesion was located in the severely tortuous external iliac artery (eia). A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, dissection occurred. Subsequently, an 8x120x75mm epic vascular stent was placed in eia but the vascular tortuosity was severe than expected and did not cover the lesion, so an additional 9x40x75mm epic vascular stent was placed on the proximal side. A 8.0 x 40, 75cm mustang balloon catheter was advanced to post dilate the stent. However, during post dilatation, the patient's blood pressure decreased but no significant leakage of contrast medium was observed. At that time, the procedure was terminated. At around 11:00 in the evening, the patient went into shock and emergency endovascular thrombectomy was performed and a non-boston scientific stent was placed distal to the 8x120x75mm epic vascular stent. However, the patient died and the official cause of death was retroperitoneal hemorrhage. The physician was evaluating the patient during the procedure, and it is believed that it is due to the lesion and not caused by the device.